Manufacturer narrative:
Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the introducer was sticking out from the package and the package was damaged. The root cause of the reported issue was found to be that the introducer protruded due to the impact of subsequent transportation or the interference of the contents. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that before opening the package, the customer noticed the product jutted out of it. No patient injury was reported.